Event description:
The customer states that one patient sample generated a false positive architect total b-hcg assay result. An initial positive result of 453 miu/ml was generated. The following day, a new sample taken from this patient generated a negative result (actual value not provided). Both samples were then retested with negative results (actual values not provided). The customer uses a cut-off value of 5.0 miu/ml. Controls have remained within specifications. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. No known quality issues were observed in relation to this product lot since manufacture. The architect total b-hcg assay package insert contains information to address the current customer issue. The current lot under evaluation (20904jn00) was used in the evaluation of a recent (B)(4) proficiency sample survey and generated all passing results. No atypical complaint activity or adverse trends have been identified in association with architect total b-hcg lot 20904jn00. No product malfunction has been identified. It was noted that the customer suspects that there may have been an issue with sample integrity/handling. (B)(4).